Manufacturer narrative:
A (B)(6) healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing and scavenging system were cleaned, and the unit was returned to service. The customer contact noted the patient was a male. No other patient information available.

Event description:
The hospital reported manual ventilation failed during patient use. There was no report of patient injury.